Event description:
Clinical study. Same case as 6000093-2006-00057. It was reported that 106 days after a coronary artery drug eluting stenting procedure the pt experienced a myocardial infarction (mi) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 95% stenosed portion of the mid left anterior descending (mid lad) artery. The dr treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. A dissection occurred and a taxus express2 8.8% 2.50x16mm drug eluting stent was placed to fix the dissection with an unk overlap. There were no further complications. The pt was discharged 4 days later on plavix and aspirin. One hundred six days after the initial procedure the pt experienced a q-wave anterior mi and underwent a tvr. The dr successfully placed a johnson & johnson cypher stent in the mid left anterior descending artery. The pt was discharged 8 days later. In the opinion of the dr the relationship of the mi and the tvr to the taxus stent is unk. There was no restenosis of the taxus stent.